Manufacturer narrative:
The following sections were updated/corrected/added: b4, b5, d4, g3, g6, h2, h4 and h6 (component code, type of investigation, investigation findings and investigation conclusions). H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed with empirical evidence based on information provided. Available information suggests imaging and patient anatomy likely contributed to the event. Per information received, the imaging was not perfect and the patient patient had a tethered and restricted septal leaflet, and a widely separated chordal distribution. Since no edwards defect was identified, corrective or preventative actions are not required.

Event description:
As per medical opinion, perceived root cause was imaging and patient's anatomy.

Event description:
As per new information received from a scientist publication. Postprocedural echocardiography showed improved leaflet coaptation and a marked decrease in regurgitant flow. Clinically, the response was dramatic the patient discontinued supplemental oxygen, resumed outdoor activities, and diuretic requirements were reduced. However, the single leaflet device attachment (slda) occurred 3 weeks after implant.

Manufacturer narrative:
The following sections were updated/corrected/added: b3, b4, b5, g3, g6 and h2. B3: the dates of the slda was unknown; however, the article provided the occurrence was after 3 weeks, while implant was (B)(6) 2024, therefore the occurrence was calculated as (B)(6) 2024. Article citation: amat-santos ij, blasco-turrion s, garcia-gomez m, aristizabal c. Tricuspid transcatheter edge-to-edge repair as a bridge in tricuspid regurgitation deemed non-candidate to transcatheter tricuspid valve replacement. Catheter cardiovasc interv. 2025;1-5. Doi: 10.1002/ccd.70333.

Manufacturer narrative:
It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
As per the report received from spain, edwards received notification of a pascal precision ace procedure in tricuspid position. On post-operative day 2, a single leaflet device attachment (slda) was detected, and the patient underwent reintervention with a tricuspid transcatheter valve approximately seven (7) months later. Two pascal devices had been implanted during the index procedure. Both devices were implanted in anterior-septal (a-s) position with a 1-7 orientation. The initial tricuspid regurgitation (tr) grade before pascal procedure was torrential, it was trace immediately post-procedure, severe after the slda happened, and trace after the re-intervention.